Event description:
It was reported that an ilet user experienced loss of continuous glucose monitor data for multiple hours after pairing, followed by a blood glucose reading of 341 mg/dl; tubing was tested with drops observed, and the user performed a precautionary infusion site change with restored function. Symptoms included hyperglycemia. Outcomes included troubleshooting and user education without alerts or alarms. Investigation included technical support review and user-directed functional checks. Investigation of this case revealed that the cause of hyperglycemia was unclear and that infusion delivery was not demonstrably obstructed at the time of assessment. It was concluded that the event was user-manageable with site change and monitoring, and that no device malfunction could be confirmed. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.